Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 25oct2019. Date of report: 28oct2019. The fse (field service engineer) tried to calibrate the screen but could not detect the first touch point. The reported issue of touch screen failure was confirmed. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jan2020. B4: 12feb2020. The part was returned to the manufacturer for failure investigation (fi). This touch screen failed due to multiple resistance failures which were found out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.